Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient presented in-clinic for a follow-up. Upon interrogation, it was noted that the device exhibited several episodes of auto mode switch. Review of the egm showed oversensing myopotentials. Myopotentials were seen with deep breathing. Programming change was made and no further myopotentials oversensing were observed. The patient will continue to be monitored remotely.